Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. However, connecting the patient line extension after the prime and then proceeding to the initial drain, is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient connected their patient line extension after priming. The technical services representative assisted the patient to clear the alarm and end therapy. The technical services representative reviewed proper procedures with the nurse. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.